Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported the event of right side capsular contracture baker grade IV and rupture. Device remains implanted.

Event description:
Healthcare professional later reported device is not ruptured. Therefore, this event is no longer reportable and will be unreported.